Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited "unexpected controller shutdown switch to back up controller". The device was replaced with another aic. It was reported that the procedure was successful with no harm to the patient due to the device malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown. The device was returned for evaluation. The console was tested on an engineering lab bench. The failure modes were not reproduced while running an optical pump simulator. The root cause of the detection issue of pump disconnection was due to an aic software issue. The cause of console shutdown was due to power cord not plugged in ac, aic shutdown due to battery depleted. This report is being filed as part of a retrospective review of historical records.